Manufacturer narrative:
The patient went to an ophthalmologist and was treated with antibiotics. One week after the treatment, the patient still has blurry vision but has improved. Follow-up from the patient was made and the patient's vision has returned to normal. We are reporting this in good faith.

Event description:
A facility representative reported that after facial treatment the patient experienced blurriness in the right eye.